Manufacturer narrative:
Sensor (B)(6) was returned and investigated. No physical damage was observed on the sensor patch. The adhesive was not returned. If the sensor adhesive is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a detachment of a adc freestyle libre 2 sensor after 3 days of wear due to moisture from showering. As a result, customer was unable to obtain readings and experienced symptoms of hypoglycemia. Customer was unable to self-treat and a third-party provided "water with sugar , glucagon sc, 1 apple" as treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a detachment of a adc freestyle libre 2 sensor after 3 days of wear due to moisture from showering. As a result, customer was unable to obtain readings and experienced symptoms of hypoglycemia. Customer was unable to self-treat and a third-party provided "water with sugar , glucagon sc, 1 apple" as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.